Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was performed and passed. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. Functional testing were performed and passed all relevant tests. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.